Manufacturer narrative:
The unit is being returned to our facility for testing. After this testing has been completed, a follow up report will be submitted.

Event description:
The company was notified on (B)(6) 2015 of an event that occurred on (B)(6) 2015 involving a liberator 20 stationary liquid oxygen unit and a spirit 300 portable liquid oxygen unit. The incident was reported as: "when the patient tried to fill the spirit from the liberator both units froze together. He hit them to break them apart which did not work. He then went to the kitchen and grabbed a towel to protect his hands. When he came back the units were a flamed. He extinguished the fire on his own. The event caused a serious material damage. No persons were injured."